Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's daughter that the customer had excessive no delivery alarms on the insulin pump. Customer stated that she was able to program a 0.7 unit and it went through okay. Customer's daughter stated that during this time, her mother was not thinking well due to high blood glucose levels. This complaint had been reported an additional two times and troubleshooting was completed. Helpline determined it had been a site issue. Customer was hospitalized for diabetic ketoacidosis due to the no delivery alarm according to the daughter of the customer. Customer's daughter indicates that her mother's carelink report shows that the no delivery alarms occurred 19 times between (B)(6) and (B)(6), however, these incidents were never reported. Customer will be allowed to keep the pump as a permanent pump, but it will not include a warranty. Original warranty was later added and customer was advised to return the other pump back. No additional information provided.